Event description:
(B)(6) was undergoing an atrial fibrillation ablation, and we were using two safesept nf wires for two trans-septal la accesses. As one of the safesept wires was then withdrawn from the la and removed from the body, examination of the wire revealed that the tip had shorn off. Fluoroscopy of the chest revealed a radio-opaque linear structure, approximately 3-4 cm in length, at a fluoroscopic position corresponding to the septum and moving along with cardiac motion, indicating that the safesept tip had broken off of the safesept and had become lodged in the septum. Further close fluoroscopic views showed a second radio-opaque marking on the la aspect of the septum moving along with the intra-septal piece, indicating that the shorn segment had two radio-opaque ends - one of which was intra-septal and the second of which was in the la - with two ends connected by a non-radio-opaque segment of unknown length. We then conferred with consultants from the CT surgery and vascular surgery services as well as interventional cardiology, and we decided to attempt to retrieve the segment using an intravascular snare. A gooseneck snare was then used to snare the segment, which was then able to be withdrawn into the sheath and then out of the body. Complete fluoroscopy of the heart showed no retained wire segments. Diagnosis or reason for use: wire utilized to puncture septum and cross. Company rep notified - awaiting packing information to send wire for evaluations. Diagnosis or reasons for use: wire utilized to puncture septum and cross. (B)(4)